Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks. Technical services (ts) reviewed device information and it was believed that there may have been several shocks delivered as a result of a conducted supraventricular tachycardia (svt), on the rhythm surrounding the therapy delivery. There was a plan for further evaluation by cardiology specialists. This device remains in service. No additional adverse patient effects were reported.